Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this subject device had an error sound occurred instead of a completion sound when sealing during a procedure for lung cancer surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Device returned and customer complaint was not reproduced: a review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.